Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, a specific bg level was not provided. A review of pump data by tandem technical support revealed no operating abnormalities. Manual injections were administered to treat elevated bg levels and for diabetes management.